Event description:
The customer contact reported the device did not alarm when air was in the tubing distal to the device. On an unspecified date and time, the device was programmed to deliver an unspecified medication and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer reported that the device did not alarm when air was in the tubing distal to the device. It was reported that there was a potential adverse event, but was not verified. No specific details were provided. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.